Event description:
It was reported that the patient received inappropriate shocks due to oversensing on rv iegm channel. The patient already underwent to follow-up on vacation in thailand, where the tachy therapies were switched off. The lead was explanted on (B)(6) 2026.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing on rv iegm channel. The patient already underwent to follow-up on vacation in thailand, where the tachy therapies were switched off. The lead was explanted on (B)(6) 2026.

Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 29 and march 16, 2026 recorded the pacing impedance >3000 ohms. The analysis of the provided iegm episode no. 562 from january 27, 2026 showed artifacts on the rv channel leading to oversensing and multiple shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.